Event description:
A malfunction was reported on a pump, with the caller indicating no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.